Manufacturer narrative:
The customer¿s report of the formation of condensation on the extension set tubing during infusion was not confirmed. Initial visual inspection of the tubing and components did not reveal any discernible condensation. Functional and pressure testing resulted in no leaking. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that scant condensation was noted on the outside of the tubing that was infusing chemotherapy while connected to a patient's central line. There was no patient harm.